Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Incoming receiving inspection noted that leads were connected to the device upon receipt in the returned products department. It was verified that the device has no output and no telemetry. The device was then submitted to the corlab for rga analysis. The results of this testing indicated a higher than normal concentration of hydrogen. The case of the device was removed and internal inspection of the hybrid noted the plasma fuse has been burned open. In circuit cell voltage was measured at 0.288 volts. An external 3.10 volt power supply was substituted for the depleted cell. Device operating current was measured at 103.4ma, which is higher than normal. It was concluded that the damage to the device was a result of shocking into a shorted lead after explant. The damage to the device was induced.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.